Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report indicates an issue device has a delaminated and torn dso (downstream occlusion) seal. During visual inspection it was found that the dso seal was showing degradation. The complaint was confirmed during visual inspection testing. Additionally, the dso seal was replaced with a new one. Performance verification test was performed. All tests passed within specifications. Probable cause: dso seal degradation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a delaminated and torn downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.